Event description:
It was reported that a pt underwent a marshal-marchetti bladder procedure on (B) (6) 2009. The lock of the reservoir could not be locked when the second activation was attempted. Therefore, the nurse exchanged it for another reservoir which worked normally. There were no adverse pt consequences.

Manufacturer narrative:
(B) (4): the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.